Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted during a device replacement procedure due to high pacing impedance measurements greater than 2,000 ohms. It was also reported that the lead was not providing pacing therapy when required. No additional adverse patient effects were reported.